Event description:
The literature number gn 01.0461 dated 12/01 states this product is "FDA market cleared!" In addition the product shown match those on lit #gn 01.0462 showing single use devices. So the 2 issues are the use of the FDA statment and the fact that the exact same products are sold as single use devices and reusable devices with the reuseables showing no documentation on cleaning between pt uses.